Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.2 inr/1.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the coaguchek xs system.